Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, the right ventricular lead exhibited noise due to fracture. The lead remained implanted and in service.